Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3085 surgical table; however, the facility would not allow the technician to look at the table. The table is not under steris service agreement for maintenance activities and was installed in december 2004 making the unit approximately 15 years old at the time of the reported event. User facility personnel informed the technician that the facility's biomed department had replaced a fuse and batteries and returned the table back to service. In-service training has been scheduled for january 2020 on the proper use and operation of the 3085 surgical table. No additional issues have been reported.

Event description:
The user facility reported via medwatch report # (B)(4) that at the start of a patient procedure, their 3085 surgical table would not respond to table commands. The patient was transferred to a different surgical table and the procedure was completed successfully. No report of injury.